Manufacturer narrative:
Attachment: user facility medwatch report (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
User facility medwatch report (B)(4) received that states: "during a transcatheter aortic valve replacement (tavr), surgical staff attempted to deploy 2 perclose proglide¿ sutures (as is part of the normal surgical process). The first perclose proglide¿ suture-mediated closure system from a different box deployed normally, opening a second box of devices, four devices consecutively failed to deploy a suture needle. Surgical staff identified this box as a faulty box and isolated and removed them from circulation with the or and cath labs. Unsure of any harm caused to the patient, but it delayed closure of an arterial angiography sheath site. Clinical staff have begun the process to resolve and be refunded for the faulty equipment. What was the original intended procedure? Transcatheter aortic valve replacement. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working)." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.